Manufacturer narrative:
(B)(4). Date sent: 11/29/2016. Batch # n53415. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total gastrectomy procedure, there was a failure in the performance of the device during the anastomosis of esophagus and jejunum. It was observed when the user was trying to fire the stapler, the stapling did not occur typically. It was necessary replace the device for a new one, which performed properly. It was noted the staples were released defective, once they did not form the 'b.' Also the internal plastic ring that usually stay in the device's body at the end of stapling, in this time this plastic was hosted by the warhead. It was informed the staff is trained to use this device, thus the cause of problem is not bad usage and it was the first time they observed this kind of problem after the large experience with the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.